Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy, it was reported the 511sd gasket fell into the pt. The gasket was retrieved, it is not known if another instrument was used to complete case. There was no consequence to the pt.